Manufacturer narrative:
Product analysis the device returned with a detachment of the balloon and a guidewire loaded. The device returned with a detachment on the distal shaft, next to the proximal balloon bond. The balloon folds were disturbed the tip exhibited no deformation. The distal shaft material was stretched uneven at the detachment site. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat an av fistula, the in.pact av drug coated balloon completely detached from the shaft while in the patient. Intervention was required to remove the detached component, and the device was safely extracted from the patient without any harm. No patient complications have been reported as a result of this event.